Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel. The noise could not be reproduced. The local area sales representative asked whether this could be an indication of the issue referred to in the advisory about this model. Additionally, a medical person asked whether this device was part of an advisory notice. More information was received that this device was explanted due to elective replacement indicator (eri). Premature battery depletion was suspected.